Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported that they experienced high blood glucose level of 600 mg/dl customer did not provide details regarding symptoms or treatment of their high blood glucose episodes. The customer stated that insulin pump was shut off in the middle of the night and insulin pump received no delivery alarm. Troubleshooting was not performed by the customer for high blood glucose level. The insulin pump will not be returned for analysis.